Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were used in conjunction with the cns: bsm's: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that this emergency department central nurse's station (cns) went down due to a bad power supply. This cns was monitoring bedside monitors (bsm's) at the time. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) in the emergency department went down due to a bad power brick on the monitor. This cns was monitoring bedside monitors (bsms) at the time. No patient harm was reported. Investigation summary: as no devices were returned for evaluation relating to this event, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. Failure of the power supply on the display is likely a result of hardware failure. Hardware failure could come as a result of physical damage, heat damage, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. Wear and tear due to the age of the device or frequency of use can gradually degrade components. The display was installed on (B)(6) 2016. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. Attempt #1 01/09/2022 emailed customer via microsoft outlook for all items under the no information section. The customer refused to provide the requested information. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: bsm's: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) in the emergency department went down due to a bad power brick on the monitor. This cns was monitoring bedside monitors (bsms) at the time. No harm or injury was reported.